Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broke on impaction. Case type: tha.

Manufacturer narrative:
Reported event: it was reported that the impaction platform broke during the case. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: product history review was not performed as the lot number was not provided. Complaint history review: complaint history review was not performed as the lot number was not provided. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Device not returned.

Event description:
Broke on impaction. Case type: tha.